Event description:
It was reported that the programmer was plugged in to the wall, prior to patient arrival, and began smoking from the power source. The caller stated that their biomedical technician came and tested the power source and extension cord and determined that the programmer power cord had fried. After determining that the extension cord and programmer power cord were no longer working, the programmer was turned off and a company representative was called. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: during analysis it was determined that the programmer was unable to power up and the power supply was replaced, as well as the power cord, as a preventive measure. (B)(4).

Event description:
It was reported that the programmer was plugged in to the wall, prior to patient arrival, and began smoking from the power source. The caller stated that their biomedical technician came and tested the power source and extension cord and determined that the programmer power cord had fried. After determining that the extension cord and programmer power cord were no longer working, the programmer was turned off and a medtronic representative was called. The programmer will be returned for repair. There was no patient involvement.